Event description:
It was reported that a physician used the pre-closure technique in a mildly calcified right common femoral artery (rcfa) prior to an abdominal aortic aneurysm procedure using two proglide devices. The index procedure was successfully completed. Reportedly, after deployment of the proglide devices there was no pulse in the right foot, nor was there a doppler signal. The left groin was reaccessed. An angiogram showed decreased rcfa diameter, poor flow through the common femoral artery (cfa) and proximal superficial femoral artery (sfa) and significant stenosis of the rcfa at the level of the bifurcation of the femoral artery. A right cut down was performed. Upon exploration it was noted that the sutures of the proglide devices went through the inguinal ligament, but no bleeding or thrombus was observed. The sfa did not have a strong pulse in it. The patient was reheparinized. Posterior plaque in the rcfa was noted. Endarterectomy was performed with bovine pericardial patch angioplasty. A tear in the rcfa was also identified and repaired. Angiography was completed and demonstrated significant residual stenosis in the rcfa. The patch was opened longitudinally through the midline. Further endarterectomy was done, and all the posterior plaque that could be removed was removed. All debris was flushed from the lumen of the artery. The patch was then closed with running 6-0 prolene suture. Repeat angiography demonstrated patency of the common, superficial and profunda femoral arteries. The doppler signal in the dorsalis pedis and posterior tibialis arteries were now present again. Hemostasis was achieved in the right groin with a combination of electrocautery, sutures and floseal.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The wound was closed in layers with 2-0 and 3-0 vicryl, and 4-0 monocryl, running subcuticular suture. On the left groin the access point was in the sfa and manual arterial compression was held for 30 minutes to achieve hemostasis. Pulses were checked once the patient was transferred to the recovery room and were present on the bilateral lower extremities. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided. Dil cath: 10-millimeter x 4-centimeter dorado balloon. Guide wire: bentson wire, surepass wire. Sheath: 6 fr., 9 fr. Stent: stent graft with 32-millimeter coda balloon. Other: general anethesia, preoperative antibiotics, endologix bifurcated graft, 25x16x100, proximal infrarenal extension, 25x25x95, 28x28x75, snare device. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. This evaluation would have focused on the device being deployed into the inguinal ligament and the stenosis observed, since the device could not have influenced the tear observed below the access site and after plaque removal. From the reported information of the device being successfully deployed, there is no manufacturing influence to this incident. Deployment of the device into the inguinal ligament can be influenced by user technique and anatomical conditions. The stenosis that was observed can be influenced by anatomical influences. User technique is an important part in the deployment of the proglide device. Manipulations (angular and torque) during use can indicate a failure to successfully deploy the sutures for a closing procedure. In this incident, the sutures were successfully deployed, but observed going through the inguinal ligament. The proglide device instructions for use (IFU) specifies the optimal procedures to deploy the device, including the access location. The IFU states under puncture considerations: puncture locations are located in the common femoral artery below the level of the inguinal ligament and above the common femoral artery bifurcation. Although it was reported the user was trained in use of the proglide device, the suture going through the ligament is an indication of user technique influence. Anatomical conditions of the patient can influence the suture deployment and stenosis observed. The IFU states: the safety and efficacy of the proglide device have not been established in patients with access sites above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks and/or with femoral artery calcium, which is fluoroscopically visible at access site. There was no reported information of the vessel location to indicate anatomical influence to the sutures being deployed into the inguinal ligament. The patient reportedly had mildly calcified vessels that may have influenced the reported stenosis observed at the bifurcation, causing no pulse in the right foot as the removal of the calcification was the remediation. There is indication of anatomical influence to the stenosis observed. The evaluation of the reported information indicates that user technique may have influenced the suture being deployed through the inguinal ligament. The evaluation indicates that calcification may have influenced the stenosis observed. The cause of this event was related to operational context that involved user technique and anatomical conditions. Review of the finished device history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There is no indication of a lot specific quality deficiency.